Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was repositioned approximately fifteen times but difficulties with poor thresholds, poor sensing or poor fixation could not be resolved. The ipg was explanted and replaced. The physician did not consider product anomaly to be the cause of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was not an anomaly of the device. It was noted patient anatomy was the causing factor in the event.